Event description:
It was reported that patient underwent a tibial nail fixation procedure with competitor products on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to the patient's need for a lengthened device. During the revision, it was discovered that the custom nail that was to be implanted did not have one of the screw holes it was designed to have. The nail was still used in the procedure and there was no delay or patient injury as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: the device was not returned for evaluation; however, the patient file, device history records, and prints were reviewed. The complaint is confirmed and the device left biomet non-conforming. Corrective action has been taken to reduce the risk of this occurring in the future by reviewing this issue during the weekly custom device meeting and updating the drawing template to flag all custom features.

Manufacturer narrative:
As this is a patient matched implant that remains implanted in the patient, evaluation was limited to review of the patient file, DHR, and prints. The reported event was confirmed as the review found the implant to be out of design specifications. Corrective action has been taken to reduce the risk of this occurring in the future.